Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the pinch valve lv14 and lv15 were defective. Pinch valves lv14 and lv15 control the drain for the baths. The fse replaced the pinch valves and the respective tubing and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak from under the baths of the act diff instrument. The customer was in the middle of running controls when the leak was noticed. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event..